Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had multiple drive line fault alarms, which were confirmed by technical services and believed to be true. Technical services performed driveline repair on (B)(6) 2020 and tethered patient on grounded patient cable. After the repair a phase interrupter test was performed which found no open wires. Approximately 15 minutes after completing the repair, the driveline fault reoccurred on the controller. The patient was given non-grounded cable and had controller replaced. The patent continued to have driveline fault alarms with vital signs stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline fault alarms that were associated with the phase 3 hex value being out of specification. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 13.75¿ of the distal portion of the patient's driveline (dl) was replaced via work order#: (B)(4). Additional, smaller segments of each wire were returned for evaluation as well. These segments were between 1.25-2.25¿ in length. Each of these wire segments were examined under a microscope and no areas of insulation breakdown were observed. Each wire segment was also lightly pulled in an attempt to identify an area of wire conductor breakdown; however, no damage was observed. The 13.75¿ segment of driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. A tape repair was present on silicone sleeve approximately 6-9.5" from the controller connector. Upon removal of the tape repair, there was an incidental finding of a tear to the silicone sleeve was observed approximately 8" from the controller connector. A specific cause for this damage could not be conclusively determined through this evaluation. A direct correlation between this superficial damage and the log file findings could not be conclusively established through this evaluation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Additionally, each wire was lightly pulled in an attempt to identify an area of wire conductor breakdown. No damage was observed. The patient reportedly continued to have driveline fault alarms after the repair and controller exchange. The patient was given an ungrounded patient cable and remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all system controller alarms (including driveline fault alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned pump confirmed internal wire damage that would have contributed to the driveline fault alarms that were observed in the submitted log files. Approximately 13.75¿ of the distal portion of the patient's driveline (dl) was replaced on (B)(6)2020. Additional, smaller segments of each wire were returned for evaluation as well. These segments were between 1.25-2.25¿ in length. Each of these wire segments were examined under a microscope and no areas of insulation breakdown were observed. Each wire segment was also lightly pulled in an attempt to identify an area of wire conductor breakdown; however, no damage was observed. The 13.75¿ segment of driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. A tape repair was present on silicone sleeve approximately 6-9.5" from the controller connector. Upon removal of the tape repair, a tear to the silicone sleeve was observed approximately 8" from the controller connector. A specific cause for this damage could not be conclusively determined through this evaluation. A direct correlation between this superficial damage and the log file findings could not be conclusively established through this evaluation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Additionally, each wire was lightly pulled in an attempt to identify an area of wire conductor breakdown. No damage was observed. (B)(6) was later exchanged and returned on 19jun2020. The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and 39.5¿ of the distal end was also returned. Examination of the inflow conduit, outflow conduit, and blood-contacting surfaces of the pump revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the 39.5¿ distal end of driveline revealed an open circuit on the red wire. Visual inspection wires of the 39.5¿ distal end revealed a breach to the insulation of the red wire, approximately 8¿ from the pump housing. The conductors of the red wire were also broken down in this location. The observed damage appeared to be the result of repetitive flexing in this area. The remainder of wires, including all wires of the 2¿ pump-end segment of dl, passed electrical continuity and hi-pot testing. The wire conductor breakdown that was observed on the red wire would have caused the driveline fault alarms that were confirmed through the analysis of the submitted log files. Examination of the returned portion of driveline revealed that the outer silicone jacket was torn approximately 8¿ from the controller connector. A specific cause for this damage could not be conclusively determined through this evaluation. A direct correlation between this superficial damage and the log file findings could not be conclusively established through this evaluation. The heartmate ii lvas IFU covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault alarms) and how to respond to such events. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling.

Event description:
Additional information was provided that the patient underwent a hmii to hm3 exchange due to suspected internal driveline damage.